Event description:
Customer reported that the insulin pump alarmed for a failed battery. She also reported that the screen went blank. She did not know the blood glucose reading. She stated that the buttons were unresponsive. She removed the battery and put it back in and stated that the display did return, but received a weak battery alarm. She stated that the battery cap contacts were not missing or damaged and that the battery compartment and spring were not damaged or corroded. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specifications. The unit was monitored and no blank display anomalies, failed battery test or weak battery alarms were noted. No damage on the lcd isolation tape noted. No unexpected vibration noted. No battery icon display anomalies were noted. The unit was received with cracked case at display window corners and battery tube threads, and minor scratched display window.